Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant. During the procedure, pacing parameters could not be obtained. When the lead was withdrawn, it was found to be fractured. As a result, the procedure was successfully completed with another lead. No adverse patient effects were reported. This lead has not been returned.